Event description:
Caller reported an issue with the wake button. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting after the issue was documented by technical support.